Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic, non-dependent patient presented for follow-up. Upon interrogation, there was an alert for low, out of range hv lead impedance (hvli). The patient does not ever recall getting the patient notifier, but could feel it when the clinician demonstrated it to him. The 1-year and 7-day hvli trends are stable and there are no out of range measurements displayed. The shock configuration and measurement configurations are set to rv to can vectors. The clinician cleared the alert and the patient will be followed normally.